Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.6. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 21 mmol/l (378 mg/dl) while wearing the pod on the abdomen for approximately 6 hours. The pod was applied around 7:00 pm and replaced around 1:00 am. The patient reported they did not receive any alert other than the omnipod system switching to automatic limited mode. The patient observed a smell of insulin, which suggested insulin leakage. The patient experienced nausea, stomach pain and an urge to vomit. The patient self treated the elevated blood glucose level by administering 5-6 units of insulin boluses using the pod and using an insulin pen. The patient reported they work in the medical field and was working at night when they experienced their elevated blood glucose level. Their colleague provided treatment of intravenous (IV) hydration and IV antiemetic (ondansetron) on (B)(6) 2026. The patient was observed for 3 hours and discharged after. The patient did not require hospitalisation.